Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation occurred during implant of the leadless implantable pulse generator (ipg) which resulted in pericardial effusion. Pericardiocentesis was performed in which 300 cubic centimeters of blood was removed. The ipg remains in use. No further patient complications have been reported as a result of this event.